Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing needle occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and there was no damage. An internal visual inspection was performed and failed due to missing needle hub. The allegation was confirmed due to needle is missing. The probable cause could not be determined.